Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirting out. The customer's blood glucose was unknown at the time of incident. The customer also reported battery issues and no delivery alerts. Troubleshooting was not provided. Insulin squirting issue was not resolved. The insulin pump will not be returned for analysis.